Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the percutaneous nephrolithotomy by holmium laser with the subject device, the lineal noise appeared on the endoscopic image. The user facility replaced the subject device to a similar device to complete the procedure. There was no report of patient injury associated with this event. The user facility sent the subject device to repair center of olympus (B)(4). Repair center of olympus (B)(4) found that the camera cable of the subject device was kinked and deformed, then repaired the subject device. Repair center of olympus (B)(4) stated that the reported phenomenon was attributed the damage of the camera cable.